Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and failure to sense. The ra lead was removed and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Visual and xray inspections of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.